Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer alleged that the pump delivered too much insulin for a correction bolus. Review of the pump history with tandem technical support showed that the customer had delivered two correction boluses within a half hour. The customer acknowledged and reported that the second bolus had been delivered unintentionally and was the reason the customer received too much insulin. Reportedly, the customer consumed applesauce and monitored blood glucose (bg) levels to ensure that they stay within target range. At the time of the call, the customer's bg level was 106 mg/dl.